Event description:
Event was reported to (B)(4) by an atty. The patient has suffered pain, emotional distress, dyspareunia, frequent urinary tract infections, necrotic vaginal tissue, vaginal discharge, bloody discharge, foul odor, constant throbbing and soreness. No further info has been provided.